Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6)) was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.

Manufacturer narrative:
The autopulse was serviced for preventive maintenance however, the platform displayed ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages. The load cell 2, drive train motor and motor controller board were replaced to remedy the issue. Visual inspection was performed and noted no damage upon receipt. Archive review data showed no issue observed. Functional testing was performed and passed testing with no issue observed, however during the run in test, the platform exhibited ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages. To remedy these faults, the drive train motor, single load cell 2 and the motor controller board were replaced. Following the repair and service, the autopulse passed the run in test and final functional test with no issue or faults observed.

Event description:
It was reported that during the pm ( preventive maintenance ) service , the autopulse exhibited ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages. No patient involvement on this event.